Manufacturer narrative:
Complaint confirmed. One unpackaged ar-4501 meniscal cinch¿ ii serial/batch number (B)(6) was received for evaluation. Functional testing was not performed due to damage to the instrument. Upon visual evaluation, it was observed that the instrument's cannula tip was broken off. It was noted that the shaft was bent. The observed condition is likely due to prying/levering the device against hard bone or other instrumentation during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 8/31/2023, it was reported by an arthrex subsidiary employee via email that an ar-4501 meniscal cinch ii shaft broke. This was discovered during a procedure on (B)(6) 2023. The case was completed using another ar-4501 meniscal cinch ii. Additional information received on 9/13/2023: when the meniscus cinch ii was inserted inside the patient to deploy the first anchor, the shaft broke. All the broken fragments were retrieved. The case was delayed twenty minutes, but no additional anesthesia was administered to the patient. This was discovered during a meniscal repair procedure.